Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: (B)(6) 2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found each haptics was damaged. The lens was cleaned and presented with cosmetic damage. No further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the monofocal intraocular lens was fully inserted and removed due to the bent haptic that was noticed after insertion. The lens was removed and replaced in same procedure with lens from another manufacturer. Anterior vitrectomy and incision enlargement were required. Patient status is doing well. The product is available for return. No injury and surgical intervention required. No further information is available.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Adverse event problem: hs-incision enlarged :code :4581. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.